Event description:
It was reported that the atrial arrhythmia burden alert was triggered. It was noted that stored electrogram (egm)s showed oversensing of noise on the atrial channel. No adverse patient effects were reported. The device remains implanted.